Event description:
The facility's biomedical engineering department reported an infusion pump with "air flow pass the controller, air bubbles." It was thought that the pump was "passing air bubble without an alarm." Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.